Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned the complaint could not be confirmed because no device was returned for analysis. As the lot number provided was found to be invalid, a device history review could not be performed.

Event description:
It was reported that during an unknown procedure, when the lever was fired it, showed an unusual resistance during its functioning and it was stopped. Only after numerous attempts, it was evidence that the section was not sutured but damaged. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the product code for the device? What type of procedure was the device used in? Did the device fully cut the target tissue? You stated that after numerous attempts the section was not sutured, are you stating that the device failed to staple? How was the damaged tissue resolved? How was the case completed? On which firing did the event occur? What color cartridge was being used? Was there any issue with removing the device from the tissue? If yes, please explain. Where there any unexpected noises heard?